Manufacturer narrative:
(B)(4). Date sent: 2/7/2024. D4: batch #686c22. B3: only event year known: 2023. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that t the tlc75 device was returned with its package. Upon visual inspection, it was observed that the tyvek from the packaging was damaged (tore). The damage found compromised the device's sterility. The reported event is confirmed. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface, and this caused the reported event. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 686c22, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure that the tyvek paper did not open properly as it tore leaving the product unsterile. No patient consequence.